Manufacturer narrative:
(B)(4). Single reporter exemption #e2015028. The importer report number used for this report was generated from the importer registration number, current year, and sequential number that match the manufacturer report number. Device evaluation of the subject microcatheter could not be conducted because the device was not returned. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. It was presumed that tensile stress applied to the microcatheter exceeded the product's design limit while the tip was being trapped possibly by the target lesion. Although device investigation could not be conducted, reviewing of the production records showed no anomaly. All the shipped products were inspected in the production process for meeting the product specifications and release criteria. Therefore, it was concluded that there was no indication of product deficiency. Instructions for use states that: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the cause are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the tip of an asahi microcatheter broke off during atherectomy to treat a 75-90% stenosis in the lcx. The separated tip was retrieved as it was attached to the tip of another asahi catheter that was used afterward.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
The reported microcatheter and another catheter were returned. The separated tip of the subject microcatheter was attached on the tip of the other returned catheter. Microscopic observation revealed that the microcatheter tip was torn off at the border between the shaft segment and the tip segment. Braids in the middle layer and the lumen polymer were found stretched at the tip breakage end. Strands of the microcatheter shaft were disarranged due to accumulated torsion. The distal segment of the separated tip was observed twisted, and scratches that most likely made by contact with calcium were seen on the tip surface. Based on the obtained information and investigation outcome, it was concluded that the shaft strands were disarranged and the microcatheter tip was damaged by the torsional stress that was inadvertently applied on the mcirocatheter while the tip was being trapped possibly by calcified lesion. The damaged tip was assumed to be eventually torn off upon catheter removal against resistance. There was no indication of product deficiency. Instructions for use states that: [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the cause are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfuctions] separation.